Event description:
A caller reported that the pump battery would not charge, and no power source alert was received. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to use a tandem charging cable and wall adapter to plug the pump into a different outlet. After plugging the charging cable into a wall adapter, the issue was resolved, and the pump began charging, requiring no further assistance.